Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient the personal diabetes manager (pdm) is no longer functioning. The patient's blood glucose levels rose to 10.9 mmol/l (196.2 mg/dl) and ketone levels of 4.5 mmol/l. The patient was vomiting and unable to eat. Emergency services were called and the patient was transported to the hospital by ambulance. The patient was treated with an infusion and insulin pens. The patient was discharged from the hospital after approximately four days.